Manufacturer narrative:
H3: analysis of product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: lead. Found broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the patient (pt) had their implanted neurostimulator (ins) and lead replaced.  The rep reported there was no issue with the ins however, one of the patient's leads was not functional.  The rep reported the lead had become dislodged and the lead was not connecting and had out of range impedances. The pt's other lead was working fine with the ins.  There were not symptoms reported associated with the lead dislodgement and out of range impedances.  The rep reported the pt recovered without sequela from the replacement surgery.  The ins and lead were returned to the manufacturer to be analyzed; analysis still in progress.